Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that area where the ins was hurt so bad and was debilitating. It was noted that it was not red or swollen. The patient had an appointment with their primary care doctor (B)(6) at 3pm and was instructed to ask about the issue. The patient was also sent healthcare professional (hcp) listings for them to get a new doctor as they had moved. No further complications were reported. Follow-up was conducted. On 2017-07-11 additional information received from the consumer reported that they tried to get an appointment to see a doctor about the pain at the battery but had not heard back. The patient stated they were still having debilitating pain in the battery area of the stimulator and it was so bad they couldn¿t use or charge the stimulator as thatmade the pain more extreme. 2on 017-aug-28 additional information was received from the patient. It was reported that patient scheduled an appointment with an hcp on (B)(6) 2017 for the removal of the device. No further complications were reported/anticipated.